Manufacturer narrative:
The following devices were also listed in this report: unknown osteonics stem 9; cat# unk_jr; lot# unknown. Unknown 28 mm ceramic +5 head; cat# unk_jr; lot# unknown. Unknown 50 mm shell; cat# unk_jr; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient emailed the following (translation); it has been a while since I have responded to the radar broadcast. Since then I have done a lot of inquiries and got info on the hip implants that were implanted in myself in 2005 and 2006. I have read the history of these hip implants extensively and it became clear that everything in the stryker form is / was also applicable to me. My question to you is only, does it still make sense to respond to this? If you think it still makes sense, I want to tell you the history I received from the (B)(6). I still experience a lot of pain every day, especially at night when lying down. I received a lot of medication for the pain, but I couldn't take it. Today I still have a lot of pain and my night's rest especially suffers greatly. I am now (B)(6) years old and now 13 years in pain that will never go away. This pi is for the right hip.